Event description:
During an implant attempt of the subject device, bipolar pacing in the ventricular channel was reportedly not possible. The physician programmed the device prior to the attempt, while still in the box. The physician indicated that the pt is pacemaker dependent and had an episode of brady induced torsades. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was mfg and used outside the us. Analysis is pending.